Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient was displeased with the therapy and may just want to have it removed. The patient reported a return of symptoms following a fall in (B)(6) 2016; the patient fell again between (B)(6), and fell on (B)(6) 2016 and had to go to the hospital to have stitches in their head and a CT scan (information indicated the date of this fall was on (B)(6) which was (B)(6) 2016). The loss of therapy was reported to have been sudden in nature and was worse at night. Prior to the fall in (B)(6) 2016 the stim seemed to be helping a little with controlling their symptoms, however after the fall there was a sudden return which the patient had not reported to their healthcare provider (hcp). The patient reported the patient programmer (pp) would not turn on and did not have any replacement batteries to use in the pp. The patient had tried to use the pp to verify if the stim was on, as they had stated that they currently did not feel stim. The patient was to look for batteries and call back if they found the batteries or required assistance.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they experienced a loss or change of therapy. She fell on her butt and afterwards had a change in symptoms. It was like a "faucet was turned on." The implant was checked over the phone and it was confirmed that the implantable neurostimulator (ins) was on and on program 1 at 3.2 volts. The fall occurred on (B)(6) 2016, which was followed by a return of symptoms. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that nothing special had been done at this time; however when the patient went to the urologist, he used his device to see if the patient was getting any stimulus from the device, which she was not. She changed the batteries, but could not find the area of the wire. The patient lived alone and had no one to help her find it. The patient fell again in (B)(6), and was taken to the hospital as she cut her head and needed stitches and she was on blood thinner. Since that time she had not driven and walked with a walker as the doctors did not know what was going on if it was her heart too low on blood sugar, as this always happened in the morning. The programmer was not working and she was having more trouble with her bladder now than she did before. I had to change pads underwear several times a day, and at night it was worse. She had to put a garbage bag on her bed every night under bed pads and change underpants, pads, and nightgown every night. Due to all these problems, the patient was requesting the doctors remove the device.